Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet bionic pancreas exhibited a blank, unresponsive display that did not recover after placement on the charger, leading the user to discontinue pump use and transition to multiple daily injections while a replacement was arranged. Symptoms included no device alarms or alerts and no reported changes in blood glucose. Outcomes included temporary loss of therapy delivery from the device and user reliance on alternate insulin therapy without need for medical intervention. Investigation included remote troubleshooting attempts and logistical arrangements for device replacement and return, with instructions to back up data through the mobile application. Investigation of this device revealed a screen/display malfunction consistent with a hardware failure of the user interface component, with no evidence of software alerts or therapy-related adverse events. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the display assembly.